Event description:
It was reported that the patient underwent a posterior lumbar spinal procedure to treat lumbar spinal canal stenosis at l4-5. Approximately two years post-op the patient underwent a second surgery due to adjacent level disease and the construct was extended to l3. Twenty one (21) days post-op it was reported that a revision surgery was performed due to screw loosening at l3 and the right side screw at l5 perforated the vertebral body towards the spinal canal. The complaint screws were removed and replaced. The surgeon commented that the patient's bone was poor. The patient is also suffering of lower extremity paralysis.

Manufacturer narrative:
(B)(6). (B)(4).